Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the access 2 instrument for one pt. A pt sample was tested for accu tni and a result of 0.485ng/ml was obtained initially and 1.193ng/ml upon repeat. The original sample was re-tested twice and results were 0.176ng/ml and 0.152ng/ml. The result of 0.176ng/ml was reported out of the lab. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
The sample was collected in a 3ml lithium heparin tube and was centrifuged at 3,000 rpm for 10 mins. The specimen was sent to bci for further testing. Bci was not able to duplicate the customer's elevated results. Per the archived data review, the low level accu tni qc was out of specifications high prior to the event and passed upon repeat. The other levels of qc resulted within specifications prior to the event. A system check performed on 12/04/08 passed within specifications. The customer changed the substrate and recalibrated the instrument after the event and the accu tni low qc level was still high. A field service engineer (fse) was dispatched: the fse inspected the instrument and found evidence of dried wash buffer. Fse cleaned up the dried buffer. Wash buffer spills can cause splashing which can lead to erroneous results. The fse performed a diagnostic testing which met specifications. The fse performed the aspirate probe check twice and noted no fluid in the reaction vessels (rvs) each check. The fse was advised to replace dispense probes as the possible cause of leaking. The fse replaced the dispense probes, and the dispense volume check was repeated with no drips noted. The fse verified repair per established procedures and results met published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.